Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the left ventricular lead exhibited noise. All other electrical values were within range. No intervention was performed.

Manufacturer narrative:
(B)(4).